Manufacturer narrative:
Additional information has been provided in h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported event. There are no other complaints in this lot. Customer and technical affairs were contacted to assist the customer with their concerns. Investigation has been completed based on current information. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported six patients experienced toxic anterior segment syndrome (tass) following a cataract extraction procedure. A completed questionnaire was received. The patient required additional medical treatment with compounded antibiotic, steroid and non-steroidal drops in the left eye. Current patient condition was not reported. This report represents patient three of the six patients from this facility.